Manufacturer narrative:
Investigation summary: a picture was returned showing a drop of fluid at the additive port junction. Additionally received one (1) used list# 079510472 empty lifecare container. The integrity of the container was tested and a leak was observed at the junction between the additive port subassembly and the port. Observation of the junction under uv light confirmed a solvent channel between the port and additive port assembly junction. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error in costa rica.

Event description:
The event involved an empty lifecare container 500 ml where the customer reported that there was a leak at the injection port. There was no controlled substance inside. There was unknown patient involvement and unknown human harm.